Manufacturer narrative:
Instrument maintenance by the customer was according to specification. Calibration and qc were acceptable, therefore, a general reagent issue can be excluded. No further information was provided by the customer. The specific cause of the event could not be determined, however, based on the information available, the event is consistent with a pre-analytical handling issue at the customer site.

Event description:
The initial reporter complained of discrepant low results for 2 patient csf samples tested for total protein urine/csf gen.3 on a cobas 8000 c 502 module. Patient 1 initial result was 0.028 g/l. The sample was repeated twice with results of 0.024 g/l and 0.47 g/l. On (B)(6) 2021 patient 2 initial result was 0.011 g/l. The sample was repeated with a result of 0.954 g/l. The results were sent to the customers laboratory information system. It is not known if the questionable results were reported outside of the laboratory. The total protein reagent lot number was 55741301 with an expiration date of 30-sep-2022.